Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention took place on (B)(6) 2026 wherein the ipg was moved laterally and placed deeper in the pocket to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.